Event description:
It was reported that during implant of the implantable cardiac monitor (icm) there was no reading on the programmer due to a sensing issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.